Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc couldn't duplicate the reported event on site. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image of the subject device disappeared during an unspecified procedure. The user facility solved the problem by exchanging the video system center to another one and completed the procedure. There was no patient injury associated with this report.